Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, weakness, fatigue and falls. The implantable pulse generator (ipg) exhibited possible loss of capture. The ipg remains in use. No patient complications have been reported as a result of this event.